Event description:
Customer reported that automatic qc (aqc) cart icon was not displayed on the instrument. Customer indicated that automatic qc (aqc) was off on the instrument from (B)(6) 2013. Customer also indicated that pt samples were run during this time frame. There was no report of injury due to this event.

Manufacturer narrative:
This event occurred due to an operator error. Operator should not run pt samples when automatic qc (aqc) was off on the instrument. Customer being instructed to re-select automatic qc (aqc) via rapidcomm (data management system). Automatic qc(aqc) icon is appearing on the "ready" screen. Instrument is performing as intended.